Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The examination showed damage to the top case on two corners. The investigator attempted to start an infusion but the device gave an invalid syringe size error alarm and an infusion could not be started. The reported "delivered more than programmed" issue could not be confirmed; no infusion could be started. The internal examination of the device showed the barrel clamp spring had slipped over the collar and re-calibration could not be performed. To address the issue the barrel clamp rod and spring were replaced. The "invalid syringe size" alarm was caused by the barrel clamp spring issue. The cause of this barrel clamp spring problem was not definitely established.

Event description:
It was reported that the device was infusing more quickly than the programmed rate and the device's displayed syringe size did not match the actual syringe size. No adverse effects reported.